Manufacturer narrative:
The unit was received and an attempt to do the self test was not successful. When the stop/mute and rcl buttons was pressed, nothing happened, the unit did not do the self test for motor. A new key pad was connected to the unit and this resolved the issue. The unit passed perfoormance tests.

Event description:
Reporter stated that caller from hosp reported that membrane switch panel on the unit was not responding correctly. For example, when station 1 was programmed for a volume of 656ml, the numbers 882 appeared on the specific gravity display of station 1. No pt involvement. The user was advised not to use the unit which will be returned for eval.